Event description:
Legal claim alleges: patient received a depuy total knee replacement in her right knee, and was subsequently revised due to a considerable amount of pain. She continues to suffer recurrent effusions of the right knee. No further information was given. Update: 2/13/2012 - litigation papers were received. Litigation papers allege there was a poly exchange on (B)(6) 2011 due to recurrent effusions, pain and swelling. At this time, there was noted damage to the post on the poly both on the medial and lateral aspects. The poly exchange was followed by a revision on (B)(6) 2011 due to chronic pain, swelling, instability and recurrent effusions.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found one prior report for both of the reported part and lot number combinations. However, review of the as400 system, shows that at least 19 other devices from both of the reported lots have been delivered and/or invoiced and can be reasonably concluded implanted without issue. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.